Event description:
The device was applied during a lobectomy procedure involving one pt. Reportedly, the instrument was difficult to open. The surgeon opened the jaws by manual manipulation and applied another device to complete the procedure. The hosp has reported no pt injury.